Manufacturer narrative:
Additional information: b5 and d10. B5: upon due diligence, the time between when the coseal was applied and the onset of the anaphylactic reaction was reportedly ten to fifteen minutes. Local anesthesia was used "at ports of entry". The patient was stabilized and recovered after an unspecified amount of time. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The patient underwent video-assisted thoracoscopic surgery (vats) with a lii nodule wherein coseal was applied, and the patient went into anaphylactic shock. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.